Event description:
It was reported that this right ventricular (rv) lead was attempted to be implanted however the attempt was unsuccessful and the lead was replaced with a new lead, the rv lead was placed in the apex of the patient with noted poor amplitude; therefore, torque was applied to reposition the lead but the helix came out with tendon cord stuck. When the lead was pulled out, the helix was stuck together with the tendon cord. Since this rv lead was explanted due to getting caught in the tendon cord after the right atrial (ra) lead was implanted, the lead initially used as ra lead was eventually implanted in the rv. Therefore, no lead was implanted in the ra and a single chamber was used. The patient did not require additional treatment or hospitalization due to the tendon injury. No additional adverse patient effects were reported.